Event description:
A product liability claim was raised. The pt is pursuing a product liability claim arising out of the use of durom acetabular cup. It was reported by the pt's counsel that his client received a durom acetabular component 54/48 code n, left side, on (B)(6) 2009 and was revised on (B)(6) 2011 due to loosening, corrosion and fluid collection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer reference number (B)(4).